Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a change in therapy effect. The patient was experiencing an increase in spasticity and pain. The patient¿s symptoms had been going on and off for a week. The patient had been to the ER (emergency room) twice and was finally admitted (B)(6) 2014. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.